Event description:
While initiating blood using a level 1 h-1200 fast flow fluid warmer, clinical staff noted a burning smell emanating from the infuser, and the tubing began to leak at connection site #4. Blood products were stopped, and a new tubing and infuser were used. Due to the urgent medical device correction notice, in november 2025, serial number (B)(6) (the equipment involved in the event) was sent to ICU medical for service/remediation and the equipment passed. In january 2026, (B)(6) performed preventative maintenance on the device.